Event description:
It was reported that the device displayed an error code 200.1070 and a new logic board is needed. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board causing error code 200.1070. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/13/2015 to present date 10/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error code 200.1070 and a new logic board is needed. There was no patient involvement.